Event description:
New information received notes that the patient's right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up with high threshold on the right ventricular lead along with an increase in pacing impedance. No intervention was reported. The patient was stable.